Manufacturer narrative:
Correction: dextrus is not a bsc product.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to poor sensing. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to poor sensing. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.